Manufacturer narrative:
Patient information is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone number: (B)(6). A device history record review was performed for the subject device lot number 9734899. Manufacturing location: (B)(4). Date of manufacture: 26.nov.2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in japan as follows: it was reported that devices were used in surgery for the femoral diaphyseal open fracture. When the surgeon was drilling the femoral head by the reamer bit for inserting the connecting screw, the tip of the reamer bit became partially blackened and chipped off. The event occurred during surgery for the femur from the combined open fractures of femoral diaphysis and tibial diaphysis. It was also reported when the connecting screw was inserted, the surgeon had a difficulty in removing the connecting screw from the inserter. After all, the surgeon removed the femoral neck screw forcefully. According to the surgeon¿s opinion, when drilling the femoral head, there was a possibility that the tip of the reamer bit might have been imposed a strain because the patient had good bone quality. There was a possibility that the inserter might have been bent since the connecting screw was embedded in the bone very tightly. The broken piece of the device possibly left in the patient. The surgery was extended for 15 minutes. Procedure was successfully completed with no other medical intervention, patient status is good. This is report 2 of 2 for (B)(4).